Event description:
Analysis of films by an independent consulting physician has been completed. The preoperative measurements of the infrarenal neck were 22 mm in diameter and 63 mm in length. The films indicate that the main body is fully deployed with good fixation in the long proximal neck. A proximal extender cuff is placed just below the renal arteries and folded in upon itself in a heart-shaped configuration. The computerized tomography (CT) scan was performed without contrast secondary to chronic renal insufficiency; therefore, ther presence or absence of an endoleak cannot be determined. An abdominal x-ray also reviewed by the physician confirms the findings of the CT scan. The physician states that the reason for the in-folding of the proximal cuff is unclear. There was no significant calcium, angulation, or thrombus in the proximal neck preoperatively. The physician further states and believes that oversizing would not appear to be causes as the graft was oversized only 10%. The infolding is limited only to the proximal cuff.

Event description:
An aneutx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. The bifurcated stent graft and aortic cuff were both 26mm in diameter. The length of the bifurcated stent graft is unknown. The aneurysm morphology is unknown. The aortic neck was straight and measured 5cm long. The aneurysm morphology is unknown. It was reported that a CT scan performed on an unknown date demonstrated that there was a "fold" in the proximal aortic cuff. The patient had very tortuous iliac arteries and the physician crossed the legs of the bifurcated stent graft. No clinical sequelae were reported and the patient is fine. Despite repeated attempts, no implant report is available. The CT scans have been obtained by medtronic ave are pending outside independent physician review.